Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information: it was reported that the patient began having 'some sort of issue' after being discharged following surgery. The patient was take to the emergency room (ER) by his wife. The patient was later discharged. The patient had a chest x-ray (B)(6) 2013 due to respiratory failure. The x-ray found no acute infiltrate.

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported the patient was over sedated and overdosed. The pump was programmed to minimum rate. Hcp planned to slowly titrate patient back up as needed. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Please see manufacturer¿s report # 3004209178-2013-04425 and # 3004209178-2013-03029 for all previously reported information regarding this event, as all information will now be reported under this report number. It was later reported that it was not believed that the patient death occurred due a pump issue. The healthcare provider (hcp) believed the patient may have thrown a blood clot. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).